Event description:
Coma leading to hospitalisation, blood glucose readings were 445mg/dl. [Diabetic hyperglycaemic coma]. Novopen 3 is not working well, pen did not inject insulin [device failure]. Piston rod didn't move while pressing the dose button [device malfunction]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "coma leading to hospitalisation, blood glucose readings were 445mg/dl." With an unspecified onset date, "novopen 3 is not working well, pen did not inject insulin" with an unspecified onset date, "piston rod didn't move while pressing the dose button" with an unspecified onset date, and concerned a (B)(6) -year-old male patient who was treated with novopen 3 (insulin delivery device) from unknown start date due to "diabetes mellitus", mixtard 30 hm penfill (insulin human) suspension for injection, 100iu/ml (dose, frequency & route used: unk, unknown) from unknown start date due to "diabetes mellitus". Patient's height: 170 cm. Patient's weight and bmi not reported. Medical history included diabetes mellitus (type not reported, for 47 years), fatty liver and prostate disorder. Concomitant products included - tamsulin (tamsulosin hydrochloride), protraid (non-codeable) and analgesics. Patient reported that his novopen 3 was not working well. As the pen did not inject insulin the piston rod did not move while pressing the dose button. This led to an increase in the blood glucose levels as the patient did not receive the dose of insulin and was hospitalized due to coma. The blood glucose readings were 445mg/dl at the time of the event. Patient stayed in the hospital for 64 hours. It was reported that the event occurred in the second week of (B)(6) month. Action taken to mixtard 30 hm penfill was not reported. Action taken to novopen 3 was not reported. The outcome for the event "coma leading to hospitalisation, blood glucose readings were 445mg/dl." Was recovered. The outcome for the event "novopen 3 is not working well, pen did not inject insulin" was not reported. The outcome for the event "piston rod didn't move while pressing the dose button" was not reported. Company comment: the reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30.

Event description:
Case description: investigation result: novopen 3 - batch rscc368 the product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system.it is not possible to investigate the complaint comprehensively as the batch documentation is no longer available. It is not possible to investigate the batch documentation as it expired and is no longer available mixtard® 30 penfill® 3 ml 100iu/ml - batch unknown no investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following: -investigation resullt updated. -manufacturer's comment updated. -narrative updated. Manufacturer's comment/company comment: 10-jul-2018: as the device novopen 3 has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novopen 3 and mixtard 30. H3 continued: evaluation summary novopen 3 - batch rscc368 the product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system.it is not possible to investigate the complaint comprehensively as the batch documentation is no longer available. It is not possible to investigate the batch documentation as it expired and is no longer available